Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 420 mg/dl. For treatment, the patient took intravenous (IV) fluids and prescription ondansetron to take every 6 hours for nausea. The patient was dehydrated and vomiting the pod was worn between 24 and 36 hours on the arm. The pod was discarded and the patient was discharged after 6 hours.